Event description:
Critically ill female pt in the ICU on (B)(6) 2013 being treated for cardiogenic shock. The pt was on pressors and an iabp. Pt's condition was deteriorating and family expressed desire to withdraw life support. Very early on the morning of (B)(6) 2013 the iabp began to alarm and staff noticed blood in the tubing. Machine read "leak in the iab circuit." Balloon pump placed on stand-by and cardiologist ordered the staff to pull iab; staff unable to pull out iab. Family decided to withdraw life support on (B)(6) 2013 and pt expired following extubation. Iab was removed post mortem by minor surgical procedure at bedside. Iab was ruptured.